Manufacturer narrative:
Investigation pending device return.

Event description:
Caller alleged discrepant inratio results. Results as follows: tests on (B)(6) conducted within 5 minutes of each other. Therapeutic range: 2.0-3.0. Patient went to emergency medical care on (B)(6) after receiving lab result of >10 (drawn (B)(6)). Patient was not admitted but was administered vitamin k based on the lab result from (B)(6). Patient's coumadin dose was held on (B)(6). Patient just started taking coumadin last week.